Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: implant date (B)(6) 2013. The implant date was submitted in the event description of initial medwatch. (B)(6).

Event description:
Patient called (B)(6) on (B)(6) 2013, concerned about the material composition of a distal wrist plate that had been implanted on (B)(6) 2013. Patient claims that she unilaterally decided to run her wrist through a niton analyzer to confirm the implant material in her wrist. Patient claims that the readings suggested that the material of the plate is more than 99% aluminum. Patient provided lot number 58184 and part number 02.110.208. Engineer called patient on (B)(6) 2013 to discuss the event in detail. Engineer reports that patient could not provide a working synthes lot number and the patient is not sure of the part number and could only surmise that it looks a lot like the 02.110.204, according the product literature guide. Patient further added that she will make an attempt to contact her doctor in two weeks to obtain more information. Patient also reports that she is having some difficulty with pain and discomfort associated with the implant but maintains that the purpose of her call involves the material composition the part. Per engineer, this report must be captured as a complaint due to the complaint about pain and other physical discomfort. Engineer assured the patient that all plates manufactured by synthes are stainless steel and not aluminum. This is report for 1 unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This is report for 1 unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.